Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported during the procedure that the right ventricular lead had a possible fracture. The lead was explanted and replaced. There were no patient complications reported as a result of this issue.

Event description:
It was reported during the procedure that the right ventricular lead had a possible fracture. The lead was explanted and replaced. There were no patient complications reported as a result of this issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected operator code. Evaluation summary: (B)(4): outer insulation abrasion (breached), defib conductor distorted, and inner insulation bilumen tubing voids; partial lead in segments returned and analyzed.